Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 71 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there were holes at the suture sites in the graft where contrast could be seen. The pt underwent an intervention 1 month ago where another MFR's stent graft was used to reline the limb of the aneurx device. The endoleak was successfully resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Required intervention - evaluation results/conclusion: endoleak; aneurysm and vessel morphology from the time of implanted were not reported; unk cause of type 3 endoleak, no films or operative reports were provided; stent graft.